Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The sample appeared to be fine as there was plenty of sample volume and there were no visible clots. The sample initially resulted as 53.96 pmol/l and this value was reported outside of the laboratory to the clinician. The sample was repeated on the same analyzer on (B)(6) 2017, resulting as 24.44 pmol/l. The sample was also repeated on a second e601 analyzer on (B)(6) 2017, resulting as 24.08 pmol/l. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number was 225150. The reagent expiration date was asked for, but not provided. The field service engineer checked the analyzer and determined that the performance issues are related to channel 2. He replaced the measuring cells and tubings. The photomultiplier tube high voltage adjustment and blank cell calibration were ok. All fluidics were ok. Pump pressure was ok. The reaction disk was clear. He ran performance testing and this was ok. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The high results may have been caused by a reagent microparticle capture issue. The alarm trace showed some alarms indicating that there was an issue with a system reagent supply. The analyzer was working within specifications after the service activities were performed.